Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. See attached evaluation. Based on the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors. Tubing warning label states: "do not reconnect tubing for any reason reconnecting tubing that was disconnected may cause pump pressure monitoring errors which may cause extravasation that could result in serious patient injury."

Event description:
No complaint allegation was provided. Also, there was no harm for patient, operator or third party reported. This was noticed during reprocessing. It will be processed as repair, not as complaint. Update 22-nov-2024: arthrex received further information that the reported pump used during an knee arthroscopy on (B)(6) 2024. During the surgery the pressure increased which led to increased distribution of the fluid into the surrounding tissue and therefore to increased pressure near to a compartment. Due to this issue the surgeon decided to abort the procedure. The skin is treated with single button sutures and sterile protective bandages. The extremity became noticeably softer during the covering process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.